Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reports seeing a lavender hue out of her eye after having cataract surgery with an intraocular lens (iol) implant. It is difficult for her to read things on paper as it "washes out" what is written. Colors appear to be different shades than they should be. No report of further surgical correction.